Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the universal seal with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product was requested to be returned for failure analysis, but it has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal luer port broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the breakage resulted in loss of insufflation. There was no injury to the patient.